Event description:
During device evaluation by baxter personnel, it was discovered that an infusor had broken tubing at the junction of the distal luer. This condition caused a leak to occur. This condition also has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample, containing approximately 200 ml of fluid in the bag that contained the unit, for evaluation. Visual examination of the unit noted the fluid had leaked in the bag because the tubing had been broken at the junction of the luer. The luer was not returned with the unit for evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the broken tubing was due to excessive pulling force on the unit during shipping and handling.